Event description:
The customer reported an uncontained cleaner leak of approximately 15 ml from a coulter lh 500 hematology analyzer. The instrument generated ambient temperature errors when the leak was observed. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 05/11/2015 and found a leak in tubing through pinch valve pv37. The fse replaced all the tubing in pv37 and the instrument ran without leaks or errors. The repairs were verified per established service procedures. (B)(4).